Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was to be used during a biopsy procedure. According to the complainant, during preparation for the procedure, "it was noticed that there was peeled coating on cup." The procedure was completed with another radial jaw 3 single-use biopsy forceps device. It cannot be confirmed that there was no cup damage. Attempts to obtain further clarification regarding this event description have been unsuccessful to date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Follow-up information from the complainant revealed that the suspect device is an rx biliary cannula, and not a radial jaw 3 device as initially reported. The event description indicates that paint had become disassociated from the device. This failure mode for the rx biliary cannula device is not considered MDR-reportable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was to be used during a biopsy procedure. According to the complainant, during preparation for the procedure, "it was noticed that there was peeled coating on cup." The procedure was completed with another radial jaw 3 single-use biopsy forceps device. It cannot be confirmed that there was no cup damage. Attempts to obtain further clarification regarding this event description have been unsuccessful to date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.